Event description:
On (B)(6) 2017 my husband (B)(6) underwent an elective tavr at (B)(6) utilizing a medtronic evolut pro. The procedure went well and (B)(6) was discharged the following day. He adhered to the post -procedure instructions compulsively and followed up as he was directed. On (B)(6) 2018 he developed chest pain and was found to be having an inferior wall stemi with associated complete heart block and shock. He was taken first to (B)(6) hospital and an immediate cardiac cath was performed but the interventionalist reported that he could not access the right coronary artery because the medtronic valve had "migrated," blocking the ostia. (B)(6) was therefore "allowed" to infarct. He went to develop multi- system organ failure and died a horrific death three months later at the (B)(6). (B)(6) was known to have normal coronary arteries at the time of the tavr. I alerted (B)(6) to these sad and sudden events, not only because I thought they would be interested but because I also thought this catastrophic complication should be reported to the FDA. (B)(6) informed me that they would not be filing such a report. If in fact, as the initial interventionalist reported, the medtronic device migrated five months later, I believe this is absolutely a reportable event. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 05/13/2021 for report mw5094078; I have been in touch with the FDA before regarding my husband's death after the medtronic tavr that was implanted in (B)(6) of 2017 migrated and occluded his right coronary artery several months later, in (B)(6) 2018. This lead to cardiogenic shock, multisystem organ failure, and his death three months later in the cvicu at the (B)(6). What I do not believe I mentioned, but would like to bring to the FDA's attention, is that my husband had many years earlier undergone radiation to his chest for hodgkin's lymphoma. He had several long term sequela from this radiation, including chronic radiation enteritis. He'd had past episodes of pleuritis and pericarditis. We were concerned from the outset that his thoracic tissues and vasculature might not be completely normal but were assured the tavr would nonetheless be safe. To the contrary, I would like to suggest that this history of previous chest radiation should be a caution to future tavr recipients and is worthy of consideration of a warning to that effect by the FDA. FDA safety report ID# (B)(4).